Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: sterile product is available for return. Additional information has been requested and received. Attempts have been made to obtain the product. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if any patients involved in this procedures had suffered from any signs or consequences due to the issue? No issues resulted * could you please confirm if the three products related in these 3 procedures had the same lot number provided (tdmher)? Unsure of same lot as they were not saved therefore not confirmed. Could you please provide the other two missing lot numbers? Not sure if these this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a hernia procedure on an unknown date in 2023 and suture was used. During procedure, the suture popped off. It is unknown when they are popping off. No reported patient consequences. Additional information has been requested.